Manufacturer narrative:
(B)(4). The rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the returned device had loose connector. Futher inspection showed that there was sufficient amount of glue inside the cuff and on the outside of the connector. A lot check revealed no other complaints of this nature for lot number 141030. Conclusion: we are unable to determine what may have caused the damage observed on the returned rt021 catheter mount. All rt021 catheter mounts are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The subject rt021 would have met the required specification at the time of production. This suggests that the observed damage occurred after the device was released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the elbow came off from the tube of an rt021 catheter mount when it was disconnected from a test lung. This was observed before patient use.